Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they patient had not been scheduled for device replacement due to elective replacement indicator (eri) status.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) seeing the elective replacement indicator (eri) message in (B)(6) of 2016. It was noted the consumer's programmed settings and therapy impedances results were: 4.9v, 450pw, 40hz, 24hrs 548 ohms, and 8.822ma. A battery calculation was performed with the following results: 4.5v: est 25 months; 5.0v: est 22 months. It was noted the battery measurement was 2.7 volts, but the device had been off for two months. It was noted cycling wasn't programmed and there was no short circuit. It was noted the consumer only had one group and had no changes. Impedance results were taken which showed 89, 1011, 89 1027, 810, 1181, 811, 1286, 910, 1053, 911, 1189, 1011, and 1214. It was recommended to discuss this with the healthcare provider (hcp) and to send the ins in for analysis due to the unexpected early battery depletion. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient thought his first ins "would last 5 years but it didn't", and it depleted the previous year. The patient confirmed getting a new ins. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.